Manufacturer narrative:
Based on the claim against the product by the customer noting arm 1 rotating 180-degrees in a quick violent motion, an investigation was completed to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the robotics coordinator (roco) and was informed that the surgeon was over torquing universal surgical manipulator (usm) 1 and it was user error. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the operation room staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report they were using all the arms and after docking, arm 1 rotated 180 degrees opposite of the other arms in a quick violent motion. The operation room staff redocked arm 1 and the arm did it again. The operation room staff stated the case was proceeded with the issue and provided a picture that was attached. The tse reviewed the logs and found no related issues. The tse recommended a hard power cycle of the patient side cart (psc) to try and resolve the issue, but the caller denied as they were getting by, and the surgeon declined. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the issue occurred when the surgeon¿s head was inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon attempted to manipulate instruments from the surgeon's console. All of a sudden, the arm rotated rapidly. It flipped to 180 degrees. The surgeon's controls were inverted. The issue happened just once in this procedure. The procedure was completed using all four arms. It did not affect the functionality of the instrument. There was no external collision with the arm. There was no shakiness/friction experienced. This same issue happened twice on that day. The issue occurred at the end of the previous procedure and this procedure. In both procedures, there was no injury or harm to the patient, and it was completed robotically. This issue was discussed with the intuitive representative, and believe it was an user error.